Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information: d9, h3, h6 additional h3 investigation summary: the product was returned to eth for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the anx12 device was returned with the crushed ampoule and dried formulation inside the bulb. In addition, the packaging opened was returned along with the pen device. The filter is purple in color due to contact with the formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. Visual inspection shows that all the components of the applicator are present and appropriately assembled. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an unknown orthopedic surgery on (B)(6) 2025, when cracking the glass ample by hand to use the product, something like a thorn stabbed the surgeon¿s hand and he lost blood. Bleeding was on the right side of the right index finger. A small piece had pierced through the glove and had stabbed the finger. Hemostasis and irrigation were performed during surgery. The bleeding stopped quickly. After the surgeon got injured, the surgery was continued, and the surgery was completed without any problems. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: what was done to treat the shard penetration was medical or surgical intervention required? Was there any special diagnostic test performed? What is the status of the surgeon injury today? Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? Is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? Additional information was requested, and the following was obtained: while breaking the anx12 glass ampule and applying dermabond to the patient's skin using the right thumb and index finger, the surgeon felt pain. They found a bleeding on the right side of the right index finger. A small piece had pierced through the glove and had stabbed the finger, so the piece and the product were collected as defective products. The bleeding stopped quickly. After the surgeon got injured, the surgery was continued, and the surgery was completed without any problems. Hemostasis and irrigation were performed during surgery, and the issue was resolved by the next day.